Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, when the surgeon was getting ready to tie off the anastomosis, the tether cut a tear in the aorta. The anastomosis needed to be redone. The surgeon placed his finger on the hole, undid the anastomosis and deployed another seal. The hole was too big so a side biter clamp was applied to repair and complete the procedure. No additional patient compliations were reported.